Event description:
This case was reported by a consumer and described the occurrence of back of throat bleeding in a female pt who received gsk denture adhesive (formulation unk) (poligrip) for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk denture adhesive (dental). It was reported the pt used approximately one tube every 10 days. At an unk time after starting gsk denture adhesive, the pt experienced back of throat bleeding and feeling sick. It was reported the pt experienced bleeding at the back of the throat in the morning when she wakes up (reddish to brownish) and 'it does not last any length of time'. This case was assessed as medically serious by gsk. The pt has been to the doctor in the past but has been unable to diagnose the reason. At the time of reporting, the outcome of the events was unk. The MFR's report number for this case is 9681138-2014-00005. Poligrip is manufactured in (B)(4) and neither the product nor the lot number for this product is available.